Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set detached on its own at the quick release while he was performing normal activity in the car on the third day of use. The quick release had come off and did not lock. Due to this, he experienced high blood glucose level. The site location was right side of patient's abdomen and the pump was also on the right side. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.